Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not completely connected/fully tightened thus resulting in the reported loose connection and thus resulting in the reported break (pressure gauge of an indeflator did not move). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-tortuous, moderately calcified left anterior descending coronary artery. During inflation of an unspecified balloon, the pressure gauge of an indeflator did not move despite the balloon becoming inflated. Then a leak from the indeflator at the connect point was noticed. An unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.